Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was confirmed. The instrument was found with a broken curved blade. The broken piece, approximately 0.22" x 0.10" was not returned. Material was missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of a harmonic ace instrument fell off into the patient. The tip was retrieved and case was completed with a backup instrument. There was no report of patient injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a da vinci-assisted total hysterectomy procedure, while the surgeon was dissecting around the uterus with a harmonic ace instrument, an unknown system message presented and the surgeon said, oh. The tip came off. The broken piece was found and visually removed easily with an unspecified grasper instrument. No x-ray was needed as the fragment was seen and retrieved visually. There were no intra-operative complications and no medical intervention, other than fragment retrieval, was required. The procedure completed robotically with use of a backup harmonic ace instrument and no patient injury. There have been no reports of post-operative complications and the patient is reported as doing fine.